Event description:
It was reported that the patient was implanted a titan plt 16-hs str hand-s on (B)(6), 2013. Due to the "breakage of the plate, although patient 15 days was wearing a plaster, the patient was revised on (B)(6), 2013.

Manufacturer narrative:
The manufacturer did not receive device but investigation report and lab reports and x-rays for review. Where lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).